Event description:
It was reported that a patient underwent an endoscopic thoracoscopy right lobectomy procedure on (B)(6) 2011 and suture was used for treatment of the distal and proximal parts of a staple line to ligate the lung parenchyma stump. On (B)(6) 2011, the patient was discharged, but her stomach felt heavy. On (B)(6) 2011, the patient visited the hospital gastroenterological medicine because of abdominal pain. Pericardial drainage was performed and then cardiac tamponade occurred. A reoperation was performed by median incision and the surgeon confirmed that the cardiac muscle was penetrated through the pericardial membrane by the cut end of the device and touched the wall of right atrium so that it punctured the transverse bulkhead and capsula cordis. Bleeding was confirmed and the wall of the right atrium was sutured. A middle lobectomy was performed and the site where the device had been used during the initial operation was resected. On (B)(6) 2011, the patient's condition was stable.

Manufacturer narrative:
(B)(4). Three ports for the operation were made at the 4th, 6th and 8th intercostal spaces. Each incision size was 2cm. The target tissue was regular. The cut end of the suture was placed near the right atrium, but the direction is unknown. The suture was cut about 2cm from the knot with cooper scissors. The patient remained hospitalized for paroxysmal tachycardia. (B)(4). The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch dgs745, mfg date: 06/30/2011, exp date: 01/31/2016; batch dgs746, mfg date: 06/30/2011, exp date: 01/31/2016; batch dhs761, mfg date: 07/31/2011, exp date: 07/31/2016; batch dhs788, mfg date: 07/31/2011, exp date: 07/02/2016; batch dhs803, mfg date: 07/31/2011, exp date: 07/31/2016; batch dhs815, mfg date: 07/31/2011, exp date: 07/31/2016; batch djs849, mfg date: 08/31/2011, exp date: 07/31/2016; batch dks938, mfg date: 09/30/2011, exp date: 07/31/2016. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-00044. The same patient is represented in each medwatch.